Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. Other electrical measurements were normal. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.